Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. The reported incident that bone screws, cross-pin, diam. 2.7x16mm, (5/package) was alleged of issue s-11 (breakage during surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided (despite multiple attempts). More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. If any further information is provided, the investigation report will be updated.

Event description:
A variax dr non locking screw was broken into several pieces when screwed out from the patients' distal radius by the surgery under a standard operating process in (B)(6) hospital.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
A variax dr non locking screw was broken into several pieces when screwed out from the patients' distal radius by the surgery under a standard operating process in (B)(6) hospital.